Manufacturer narrative:
The OEM performed the device history records for the concerned device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A review of the repair records indicated no similar repair history. The investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The concerned device was not returned to the OEM for evaluation; therefore, the root cause of the reported event cannot be conclusively determined. The potential cause of the ¿adhesive on the distal end is peeled¿ cab due to external force was applied to the distal end due to handling. As stated on the IFU (instruction for use) and as a preventive measure, the IFU states,do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. The OEM will continue to monitor complaints for this device.

Manufacturer narrative:
The evaluation found a portion of the adhesive at the distal forceps cover was peeled off due to stress or impact to a hard surface. Additionally, the bending section cover adhesive was cracked and the ultrasound image has one broken element. The scope was repaired to asset specifications and returned to asset stock. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The asset evis exera ii ultrasound gastro-videoscope was returned for a standard evaluation; there was no reported allegation of any malfunction associated with the device. Upon inspection and testing, the scope was found to have an adhesive malfunction as a portion of the adhesive at the distal forceps cover was peeled off due to stress or impact to a hard surface. There was no patient involvement or harm reported to olympus.